Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was reading inaccurately compared to the same meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported during (B)(6) 2013, she obtained readings of ¿117 and 156mg/dl¿ on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <20mg/dl or 20% obtained within 20 minutes. The patient reported using a set dose of novolog insulin (15 units) and lantus (55units) to manage her diabetes. The patient reported during (B)(6) 2013, she increase her usual dose of lantus insulin from 55 units to 65 units and decreased her novolog from 15 units to 10 units. The patient reported about 1 month after the issue first occurred she developed symptoms of ¿sweating, falling down from sitting position.¿ it is unclear if the patient had additional treatment in response to her symptoms. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site and the correct testing steps. The patient¿s test strip vial was in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she was unable to control her blood glucose accurately and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow up #1 (01/22/2014)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. The retain test strips failed the performance testing with control solution at level 100. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The retain test was performed using blood not control solution.